Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the battery is capable of taking and holding a charge but depletes quickly. An internal inspection of the device was conducted and the unit was confirmed to have a defective battery and system board . The battery and the system board were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer states that this device powers itself on and off on ac only however will engage in monitoring on battery power. There were no consequences or impact to patient reported.